Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient wad admitted into the hospital on (B)(6) 2012 at 2 am for a high blood glucose (bg) in the 300 mg/dl range with symptoms of nausea and vomiting. The reporter stated the patient had also tested (B)(6) for large ketones. It is not known what treatment the patient received while at the hospital. The patient's mother mentioned to customer support that her daughter was going to be discharged later that day and would resume pump therapy at home. At the time of the call, the reporter stated that the patient disconnected from the pump on the afternoon of (B)(6) 2012 for an unknown reason. The patient's mother stated she was disconnected for approximately 12 hours without adequate back up. The reporter informed customer support that they were unaware that she could not be disconnected for extended periods of time. Customer support advised the reporter that she and patient discuss safely disconnecting from the pump with her educator or hcp. At the time of the call, the reporter did not have a battery for the pump and therefore pump settings were unable to be reviewed. However, the patient's mother claimed the pump settings had been correct when they reviewed for a site change earlier in the week. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since patient disconnected from the pump without an adequate back up to manage her manage her glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.